Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a port placement procedure using the powerport clearvue isp. Post procedure, it was noticed that the endpoint of both the outer and inner cylinders of the sea diverter sheath dilator was observed to be misaligned. It was reported that the outer and inner tubes did not align and appeared to be of different lengths. There was no reported patient injury.